Manufacturer narrative:
Eval results: as received, the ipg successfully communicated with a test standard pt programmer and also passed auto-tester. Stimulation output using the pt program parameters was monitored in saline while stimulating for about 2.5 hours with no anomalies noted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that she underwent a surgical procedure on (B)(6) 2010 for purposes of adding another lead to her scs system to obtain better therapy coverage. She was also said to have previously experienced overstimulation around the ipg pocket. During the lead placement procedure, it was found that the ipg port plug had pulled out. Uncertain as to whether the reported overstimulation was related to the port plug issue, the physician decided to replace the ipg. The explanted device was returned to the manufacturer for analysis. Follow-up on the pt found no further issues reported.